Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. The catheter was damaged during use. The spiral slitting (technique issue) begins in the handle and continues to separate. The shaft was kinked at 4, 10, and 23.5 centimeters. Stress cracking was visible at various locations throughout the shaft. The spiral slitting was visible on the shaft at 47.6 centimeters. Blood was visible on the shaft.

Event description:
It was reported that during slitting, the adjustable slitter slipped off the track. The doctor then used a universal slitter and the catheter was severed in half. The doctor used scissors to remove the catheter from the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.